Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment; the device passed incoming functional tests. Analysis noted that the lower case, ring cover, lead flex cover, ring cover screw and ring, and battery drawer were contaminated. It was also noted that both bail covers were broken, lead flex o-ring was pinched, ring was bent, battery contacts were compressed, and keyboard window was scratched and pitted.

Event description:
It was reported a long pause occurred when the patient had used the epg (external pulse generator) in the ICU (intensive care unit). The device was sent to the biomedical engineering team in the hospital for basic test after this problem. The engineer suspected that the pacemaker output "am was inequable." The epg has been returned to service. No further patient complications have been reported as a result of this event.